Event description:
Center manager (cm) reports one incident of a blood leak (fiber) that occurred at the onset of treatment with a CT 190g dialyzer. The dialyzer was reused but the reuse number is not known. Treatment was stopped and then restarted with new disposables and completed without further incident. The estimated blood loss was 200-250cc. Cm stated that there were no pt injuries or medical interventions associated with this incident.